Event description:
Procedure type: gynecology. Pt status: unk. According to the reporter: the suture was breaking during use on pt and or time was extended longer than 30 minutes. Nothing fell into the pt's cavity and there was no add'l blood loss or tissue damage. Pt's status is normal without complications.